Manufacturer narrative:
Correction to h6 codes: since the reported complaint was not confirmed, type of investigation codes 4109 and 3331 should not have been applied.

Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that the thermogard system did not recognize the full air trap chamber was not confirmed in the system's event log data or during functional testing. No device malfunction was found, and the thermogard system functioned as intended. The event log data review showed no significant discrepancies or error messages. The thermogard system passed the initial functional test without any fault or error. Following the self-check, the console recognized the air trap. No liquid was on the air trap sensor block board. The system performed within the specification, and the reported complaint was not replicated. Following service, the thermogard system passed all testing criteria.

Event description:
The thermogard xp ivtm system (sn (B)(6) did not recognize the full air trap chamber. The customer used another device to continue the treatment. The patient's status information was requested, but the customer did not provide a response.